Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, "the lens did not come out of the loading cartridge correctly." The lens was replaced during the initial procedure with no reported harm to the patient.